Manufacturer narrative:
Brand name: intermittent. (B)(6). Based on the available information, this event is deemed a serious injury. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported by the end user that he had recurring urinary tract infections (utis) while using nelaton catheters. The end user stated that his physician, ¿indicated that the source of his recurring infections while using the nelaton catheters was due to him reusing the catheters and not practicing aseptic techniques.¿ it was further reported that the patient had an enlarged prostate which caused difficulty in insertion and led to a moderate amount of bleeding. No treatment was required. The end user reported that he later visited the urologist who stated that ¿it seems that the problem is not the nelaton catheters but, his prostate and does not want to do any surgery". The nelaton catheters were discontinued and replaced with an alternative brand catheter. No further details have been provided.

Manufacturer narrative:
This supplemental report is being submitted as additional information was received and reported that the end user took himself to the (B)(6), and had a full bladder and pain behind his left kidney. However, it is unknown which product was in use during this timeframe. He was started on oral antibiotics (amoxicillin) for the uti (urinary track infection). The treatment for the previous uti¿s had been completed and the infection was cleared prior to making the switch to another product. It was stated that the end user used ky gel lubricant with the previous nelaton catheter. Also noted; the end user has changed to a size 12 catheters with the new product and has not experienced any more problems. A batch record review indicates no discrepancies. No photograph, video or physical sample was received. This complaint is associated with an open non-conformance that has been raised to investigate the issue and will remain open until the investigation associated is complete. The issue has been investigated with the following conclusion: "based upon all information provided with the complaint and evaluation of potential causes for claimed harm performed within investigation, conclusion in the initial assessment is that there is no trail that would lead to conclusion that there was any malfunction of the claimed product. All potential causes are covered by appropriate procedures and all records are within specification. Without any other information from customer it is not possible to find any potential root causes. Therefore it is not needed to perform any corrections or corrective actions. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).